Event description:
The customer stated a patient generated false (B)(6) results on the axsym hbsag assay. The sample tested (B)(6) for hbsag screening but hbsag confirmatory was (B)(6). The sample was tested on two axsym analyzers and across multiple lot numbers. Sample ID (B)(6) was tested on axsym hbsag on (B)(6) 2010 and (B)(6) 2010 with s/co results of (B)(6) respectively. The sample was roche hbv dna (B)(6), anti-hbc (B)(6), hbeag (B)(6), anti-hbe (B)(6) and hbsag (B)(6). No impact to patient management was reported due to this issue.

Manufacturer narrative:
(B)(4). Concomitant medical devices: axsym hbsag reagent lots 81432lf01 and 84441lf01. This report is being filed on an international product, list number 7a40, axsym hbsag v2, that has a similar product distributed in the us, list number 9b01, axsym hbsag. An investigation is in process. A follow-up report will be submitted when the investigation is complete.